Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It is reported that the healing abutment would not seat into the implant. Tooth site # 14 (universal).

Manufacturer narrative:
This report is being submitted to report additional information. The reported event is confirmed following evaluation of the customer provided pictures and x-ray. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR and complaint history review could not be performed for reported device as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Functional testing could not be performed due to the nature of the event and the product was not returned. Therefore, the reported event couldn't be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.